Event description:
Ous MDR - it was reported that oversensing was detected via home monitoring about 127 months after the implantation. The patient received one inappropriate shock. No other adverse patient side effects were reported. The lead was not returned for analysis. (B)(4) 2016 - additional information was provided: ous MDR - after an implant period of about 39 months, it was reported that an MRI was requested by the physician due to the patient being unwell and admitted into hospital. The physiologist interrogated device, activated MRI using doo mode at 90bpm. Patient had no underlying rhythm. Device / programmer did not end session (kept open during MRI procedure). On return from MRI scanner; the physician placed programmer wand over device and could not get telemetry. The physiologist was not present at that time. Therefore, someone turned off the programmer and re-booted it. Placed wand over patient and gained connection between programmer and device. Physician went straight back to the MRI parameter sets and activated tab in MRI sets using MRI off. Therefore no pacing was given and as patient had no underlying rhythm, an asystole was caused. The physician managed to go to parameter modes and programmed vvi 60. The device remained implanted at that time.

Manufacturer narrative:
The performance of the returned lead fragments was scrutinized, including a visual and electrical inspection. The visual inspection revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise which led to shock delivery as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis the lead demonstrated several cuts in the insulation which most likely occurred during the explantation procedure. Neither the analysis of the ICD nor the analysis of the lead fragments revealed any sign of a material or manufacturing problem.